Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the user received multiple low battery warnings, and the pump battery life did not last as long as expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the battery alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: review of the black box data revealed frequent low battery warnings recorded; the battery voltage immediately following the battery change is low. The pump¿s electrical current draws were evaluated and found to be within specifications. Investigation determined low voltage replacement batteries inserted in pump. There was no pump malfunction identified on investigation.